Event description:
It was reported that the handpiece is damaged. No other info available. Unknown pt involvement.

Manufacturer narrative:
(B)(4). (B)(4). Device received dis-assembled. Evaluation summary: the handpiece was received already disassembled. No further testing could be performed. A torn acoustic isolator and evidence of moisture ingress were found in the instrument.